Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The analyst commented that at preliminary analysis no packaging was received with the device and setscrew wrench.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure then the physician opened the device box they observed "possible desterilized case." The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).